Event description:
On (B) (6) 2010 the pt was implanted with the gore tag thoracic endoprosthesis to treat an aortic aneurysm. On (B) (6) 2010 a proximal type I endoleak was noticed and the pt underwent a reintervention to extend the device along with debranching of the aortic arch. Completion angiography showed resolution of the type I endoleak and the possibility of a late type ii endoleak. The pt tolerated the procedure.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the field sales associate the cause of the endoleak may have been due to degeneration of the pt's aorta.